Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose level of 440 mg/dl at the time of the event. The customer did not have the pump all night at the time of the event and she took manual insulin injections to treat her high blood glucose level. The customer also reported her insulin pump experienced a button error alarm after she gave herself a bolus. She was advised to disconnect from the pump and revert to back up plan. The product is being returned. Nothing further to report.